Manufacturer narrative:
The lot complaint history and DHR were not reviewed as no lot information was available for this complaint. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced a corneal burn during a cataract extraction with intraocular lens implant surgery on the patient¿s right eye. The burn occurred immediately upon entering the eye and after stepping on the pedal of the system. The surgeon believes this was caused by an ill-fitting phaco sleeve and an occlusion in the phaco handpiece from the viscoelastic. The patient¿s anterior chamber shallowed and a wound leak was noted. Four sutures were required to close the wound. Leakage was noted at the end of the case despite four sutures and a pressure patch was placed. At one week post-operation the patient was noted to have experienced mild temporal corneal opacity and astigmatism. Removal of the sutures is planned for one suture at a time over months. Patient symptoms are continuing.